Event description:
This is a spontaneous case report received from a consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. The consumer reported in television interview program that she experienced pain and was swollen. She then had a hysterectomy. Follow-up received on 05-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.